Event description:
In 2001 the end-user's family member called minimed, USA and stated that the plastic gets detached from the adhesive. The cannula was completely out of end-user's body. Tape was still sticking to end-user's body. End-user has small ketones. On july 30, 2001 maersk medical received the complaint and 2 used infusion sets. The incident took place in USA.